Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8148639 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. At the conclusion of our review a root cause could not be determined.

Event description:
It was reported that breakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "desoldered catheter, infusion bed, patient soaked".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "desoldered catheter, infusion bed, patient soaked".